Event description:
It was reported that during an unspecified procedure, the tip of the device broke. There was no pt injury reported. No additional info was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the distal tip of the probe broken. It was noted that the outer sheath of the insertion section lose and buckled.